Manufacturer narrative:
Initial and final MDR 1925058 - MDR 3003442380-2024-17632 - device 2 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 3 infusion set tube leakage at site event on (B)(6)2024. Infusion set has been used for 8 hours. Blood glucose level was 19mmol/l. Customer replaced infusion set and resumed insulin successfully. No further information available